Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. (B)(4).

Event description:
It was reported that while using a bd ultra-fine¿ 6mm needle half unit insulin syringe, the measurement markers were difficult to read and or understand. The following information was provided by the initial reporter: "consumer reported that the scale markings on her syringes are difficult to read. Stated that there are lines on both sides, she was not aware that the syringes had half unit markings as well as whole units. I advised consumer that the syringes are made with half unit markings and the half units would be on the left of the syringe."